Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the vents were covered. Customer cleared vents and the alarm cleared. There was no reported adverse impact to the customer. Reportedly, the alarm cleared and insulin delivery was resumed.